Event description:
Event verbatim [preferred term] second degree burn/burned/smaller burn from the left bottom cell directly below/blistered and popped/a third un-popped blister on the right hand center side/intense pain/ intensely painful [burns second degree] , I followed the directions on the package/tucking it into my underwear to keep it from moving [intentional device misuse] , tucking it into my underwear to keep it from moving [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer via usfda with regulatory authority report number mw5067856. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n96880, expiration date 31jan2019, via an unspecified route of administration from an unspecified date for severe muscle pain. The patient medical history was not reported. Concomitant medication included ethinylestradiol, levonorgestrel (microgynon 50), meloxicam, omeprazole, codeine phosphate, paracetamol (tylenol w/codeine), iron, cyanocobalamin (b-12), ascorbic acid (vitamin c) and lactose intolerance tablets. The patient reported that "I followed the directions on the package, which included wrapping and securing the wrap around my waist and then tucking it into my underwear to keep it from moving (I am (B)(6) and the wrap packaging says it is not counter indicated to put the wrap against bare skin under 55-years of age.) Five hours after application (these wraps are supposed to be used for up to 8 hours) I got up from sitting on the couch (watching television) to use the bathroom and found that I had intense pain from the area under the wrap. Upon removing the wrap in the bathroom, I found that the skin directly under the center left hand side heat cell had burned, blistered and popped; leaving a second degree burn behind in the shape of the heat cell there was a second, smaller burn from the left bottom cell directly below and a third un-popped blister on the right hand center side. The burns were able to be treated without visiting the hospital, but are intensely painful and are sitting in a place where clothing often rubs; I was wearing the correct wrap for my size (l-xl) and followed all instructions to the letter." Events onset date was (B)(6) 2017. Events outcome was unknown. Usfda considered the event second degree burn was other serious (important medical event). Additional information has been requested and will be provided as it becomes available. Follow-up (09mar2017): new information received from product quality complaint group includes: updated suspect product from thermacare lower back & hip to thermacare heatwrap.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related? No. Complaint confirmed? No. Design related? No.notify safety? No. Conclusion and approvals: additional approval(s) req'd? No. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required? No. Final confirmation status: not confirmed. Aqrt review req'd? No. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the wrap causing a burn to consumer. The root cause of the complaint does not change as a result of the evaluation.

Event description:
Event verbatim [preferred term] second degree burn/burned/smaller burn from the left bottom cell directly below/blistered and popped/a third un-popped blister on the right hand center side/intense pain/ intensely painful [burns second degree], I followed the directions on the package/tucking it into my underwear to keep it from moving [intentional device misuse], tucking it into my underwear to keep it from moving [device use error]. Case narrative: this is a spontaneous report from a contactable consumer via usfda with regulatory authority report number mw5067856. A female patient of unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n96880, expiration date 31jan2019, via an unspecified route of administration from an unspecified date for severe muscle pain. The patient medical history was not reported. Concomitant medication included ethinylestradiol, levonorgestrel (microgynon 50), meloxicam, omeprazole, codeine phosphate, paracetamol (tylenol w/codeine), iron, cyanocobalamin (b-12), ascorbic acid (vitamin c) and lactose intolerance tablets. The patient reported that "I followed the directions on the package, which included wrapping and securing the wrap around my waist and then tucking it into my underwear to keep it from moving (I am (B)(6) and the wrap packaging says it is not counter indicated to put the wrap against bare skin under 55-years of age.) Five hours after application (these wraps are supposed to be used for up to 8 hours) I got up from sitting on the couch (watching television) to use the bathroom and found that I had intense pain from the area under the wrap. Upon removing the wrap in the bathroom, I found that the skin directly under the center left hand side heat cell had burned, blistered and popped; leaving a second degree burn behind in the shape of the heat cell there was a second, smaller burn from the left bottom cell directly below and a third un-popped blister on the right hand center side. The burns were able to be treated without visiting the hospital, but are intensely painful and are sitting in a place where clothing often rubs; I was wearing the correct wrap for my size (l-xl) and followed all instructions to the letter." Events onset date was (B)(6) 2017. The action taken for thermacare heatwrap was unknown. The outcomes of events were unknown. Usfda considered the event second degree burn was other serious (important medical event). According to the product quality complaint group on (B)(6) 2017: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related? No. Complaint confirmed? No. Design related? No.notify safety? No. Conclusion and approvals: additional approval(s) req'd? No. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required? No. Final confirmation status: not confirmed. Aqrt review req'd? No. Investigation summary on 08jun2017 included: the evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the wrap causing a burn to consumer. The root cause of the complaint does not change as a result of the evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (09mar2017): new information received from product quality complaint group includes: updated suspect product from thermacare heatwrap to thermacare lower back & hip. Follow-up (13mar2017): new information received from product quality complaint group includes investigation results. Follow-up (27apr2017): follow-up attempts are completed. No further information is expected. Follow-up (08jun2017): this is a follow-up spontaneous report from product quality complaint. This report includes: reopened investigation to add the results of the consumer returned sample evaluation. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related? No. Complaint confirmed? No. Design related? No. Notify safety? No. Conclusion and approvals: additional approval(s) req'd? No. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required? No. Final confirmation status: not confirmed. Aqrt review req'd? No.

Event description:
Event verbatim [preferred term] second degree burn/burned/smaller burn from the left bottom cell directly below/blistered and popped/a third un-popped blister on the right hand center side/intense pain/ intensely painful [burns second degree] , I followed the directions on the package/tucking it into my underwear to keep it from moving [intentional device misuse] , tucking it into my underwear to keep it from moving [device use error] , . Case narrative: this is a spontaneous report from a contactable consumer via usfda with regulatory authority report number mw5067856. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n96880, expiration date 31jan2019, via an unspecified route of administration from an unspecified date for severe muscle pain. The patient medical history was not reported. Concomitant medication included ethinylestradiol, levonorgestrel (microgynon 50), meloxicam, omeprazole, codeine phosphate, paracetamol (tylenol w/codeine), iron, cyanocobalamin (b-12), ascorbic acid (vitamin c) and lactose intolerance tablets. The patient reported that "I followed the directions on the package, which included wrapping and securing the wrap around my waist and then tucking it into my underwear to keep it from moving (I am (B)(6) and the wrap packaging says it is not counter indicated to put the wrap against bare skin under 55-years of age.) Five hours after application (these wraps are supposed to be used for up to 8 hours) I got up from sitting on the couch (watching television) to use the bathroom and found that I had intense pain from the area under the wrap. Upon removing the wrap in the bathroom, I found that the skin directly under the center left hand side heat cell had burned, blistered and popped; leaving a second degree burn behind in the shape of the heat cell there was a second, smaller burn from the left bottom cell directly below and a third un-popped blister on the right hand center side. The burns were able to be treated without visiting the hospital, but are intensely painful and are sitting in a place where clothing often rubs; I was wearing the correct wrap for my size (l-xl) and followed all instructions to the letter." Events onset date was (B)(6) 2017. Events outcome was unknown. Usfda considered the event second degree burn was other serious (important medical event). According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related? No. Complaint confirmed? No. Design related? No. Notify safety? No. Conclusion and approvals: additional approval(s) req'd? No. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Sqrt review required? No. Final confirmation status: not confirmed. Aqrt review req'd? No. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from product quality complaint group includes: updated suspect product from thermacare heatwrap to thermacare lower back & hip. Follow-up ((B)(6) 2017): new information received from product quality complaint group includes investigation results.

Event description:
Event verbatim [preferred term]: second degree burn/burned/smaller burn from the left bottom cell directly below/blistered and popped/a third un-popped blister on the right hand center side/intense pain/ intensely painful [burns second degree]; I followed the directions on the package/tucking it into my underwear to keep it from moving [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer via usfda with regulatory authority report number mw5067856. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap), device lot number n96880, expiration date 31jan2019, via an unspecified route of administration from an unspecified date for severe muscle pain. The patient medical history was not reported. Concomitant medication included ethinylestradiol, levonorgestrel (microgynon 50), meloxicam, omeprazole, codeine phosphate, paracetamol (tylenol w/codeine), iron, cyanocobalamin (b-12), ascorbic acid (vitamin c) and lactose intolerance tablets. The patient reported that "I followed the directions on the package, which included wrapping and securing the wrap around my waist and then tucking it into my underwear to keep it from moving (I am (B)(6) and the wrap packaging says, it is not counter indicated to put the wrap against bare skin under 55-years of age.) Five hours after application (these wraps are supposed to be used for up to 8 hours), I got up from sitting on the couch (watching television) to use the bathroom and found that I had intense pain from the area under the wrap. Upon removing the wrap in the bathroom, I found that the skin directly under the center left hand side heat cell had burned, blistered and popped; leaving a second degree burn behind in the shape of the heat cell there was a second, smaller burn from the left bottom cell directly below and a third un-popped blister on the right hand center side. The burns were able to be treated without visiting the hospital, but are intensely painful and are sitting in a place where clothing often rubs; I was wearing the correct wrap for my size (l-xl) and followed all instructions to the letter." Events onset date was (B)(6) 2017. Events outcome was unknown. Usfda considered the event second degree burn was other serious (important medical event). Additional information has been requested and will be provided as it becomes available.